Event description:
The product was used during an unspecified opthalmic procedure. Reportedly, the suture broke. The hosp has not provided any add'l info.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.